Manufacturer narrative:
Covidien reference (B)(4). One sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and air was applied to the cuff and it was observed the cuff deflated after three minutes. A visual inspection was performed and it was observed the cuff presents a small tear. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that three days post placement in a patient, a tracheostomy tube cuff deflated and had to be emergently replaced. The tube was exchanged for a new device and the patient recovered without harm. It is unknown if the tube was tested prior to use.